Manufacturer narrative:
Corrected information has been provided h6 health effect - impact codes. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the pump indicated high purge pressure alarms. No other information was provided. The patient was successfully weaned and the device explanted.